Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported the patient experienced skin irritation using recalled chloraprep applicator. Skin irritation from using recalled chloroprep applicator around remodulin subcutaneous catheter site [adhesive tape allergy] case description: this united states case is a solicited report received on (B)(6) 2021, from a patient's spouse via accredo specialty pharmacy. This (B)(6), female patient began therapy with remodulin (treprostinil sodium, concentration 5 mg/ml), on (B)(6) 2016 for primary pulmonary arterial hypertension. The current dose was reported as 0.068 g/kg, continuous via subcutaneous (sq) route. On an unreported date, the patient experienced the event of skin irritation from using recalled chloroprep applicator around remodulin subcutaneous catheter site (dermatitis contact). Co-suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medication included opsumit (macitentan). Relevant medical history included primary pulmonary arterial hypertension. It was reported that the patient had some skin irritation from using recalled chloroprep applicator around remodulin subcutaneous catheter site, but did not report any infection. Action taken with sq remodulin and chloraprep was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact.